Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the flexvision monitor went blank during an emergency cardiac catheterization (percutaneous coronary intervention), and an attempted restart of the system was not successful. The procedure was aborted, and the patient was moved to an alternative lab where the procedure was completed after 20¿30-minute delay. The customer confirmed there was no harm to the patient as a result of the delay. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log files identified a loss of connection with the flexvision pc. The fse replaced the flexvision pc, and after performing functional checks, confirmed that the system was operating within specifications. The flexvision pc was returned for an analysis which determined the video/screen (vga) card (q2000) within the pc was the root cause of the issue. The current observed rate of the flexvision pc is 13.1% for all installed components, and the acceptable rate set forth in the risk analysis file is 7.5%. This issue is not related to existing fsca 2023-igt-bst. Philips has initiated an investigation into this issue and will take appropriate corrective actions, if deemed necessary, when the investigation is completed. The codes were updated based on the investigation outcome. Patient outcome code and health impact code was corrected.

Event description:
It was reported to philips that system did not boot up correctly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.